Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The customer removed and reinserted the battery, but the anomaly persisted. The customer's blood glucose was 8.8 mmol/l. The customer stated that the device might have been exposed to sweat because the customers wears the device in their bra. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No unexpected button error alarms noted. No button response on the act and down arrow buttons, due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, shifted end cap sticker and moisture damage noted on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.